Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. (B)(6) 2023 05:18:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2023 05:54:36.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 05:55:38.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 06:23:42.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 06:33:06.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 06:38:07.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 22:43:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 23:23:21.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 23:43:05.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 23:53:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal (B)(6) 2023 05:23:10.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 05:33:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal (B)(6) 2023 11:41:47.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 12:12:30.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 08:28:10.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 08:38:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 11:33:11.000 alarmalertnotification (40) faultnumber: changesensor1alert (777) (B)(6) 2023 12:37:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 12:53:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 13:09:00.000 alarmalertnotification (40) faultnumber: checkconnectionalert (795) (B)(6) 2023 13:09:13.000 alarmalertnotification (40) faultnumber: changesensor3alert (789) (B)(6) 2023 18:16:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 18:26:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert, or sensor error alarm noted. Lost sensor alert was not confirmed. Sensor error alarm was not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Cybersecurity - hacking allegation not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump was hacked. Troubleshooting was performed and pump does not stop when low it just keeps giving more and this means customer goes way below his low values. Advised customer to revert the backup plan as per healthcare professional instruction. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.